Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure a balloon rupture and removal difficulties occurred. The 90% stenosed, severly calcified, target lesion was located at a bifurcation in the severly tortuous proximal to mid ramus interventricularis anterior (riva) artery. The lesion was predilated with a 2.0x15mm maverick2 balloon catheter which reduced the target lesion to a 70% stenosis. A 2.75x24mm taxus liberte stent was implanted to treat the target lesion; however, the distal portion of the stent did not deploy "optimally". The stent delivery balloon was inflated in the distal portion of the stent to 18atms and a balloon rupture occurred. The physician felt that the "distal stent struts were disorganized". Removal difficulties occurred and an unspecified portion of the device broke inside the patient but was able to be removed by unknown means. A 2.75x12mm taxus liberte stent was also implanted in this same location during the procedure. It is unknown if the stents overlap. There were no patient complications reported with the patient's current condition listed as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.